Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): preliminary analysis confirmed the initial report, the device failed incoming visual/functional check and would not start interrogation. However, after further analysis the failure disappeared, so a root cause could not be determined.

Event description:
It was reported by the patient that the remote monitor was unable to establish telemetry with the implanted device. The monitor had previously transmitted successfully. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.